Event description:
A malfunction was reported with a code "malf 0," but no notable events occurred before the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer in the process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.